Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible observe stopper with assembly failure. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. Root cause description: the probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd plastipak¿ slip tip syringe plunger stopper was found to be bent before use. The following information was provided by the initial reporter, translated from portuguese to english: "defective syringe plunger." "Info received: the defect was observed in the stopper that came bent."